Manufacturer narrative:
Concomitant medical products: addr01 ipg, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alert triggered for low impedances. The lead also exhibited high trehsolds and noise. An insulation issue was suspected. The patient experienced muscle and pocket stimulation as a result. The lead was capped and replaced. The patient developed a small pneumothorax as result of the replacement procedure. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.